Event description:
It was reported that a red call doctor icon identified via remote patient monitoring of this pacemaker system. Upon review, there was a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pace impedance measurement of 2,938 ohms. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead exhibited loss of capture (loc) at 7v, failure to sense, and noise in bipolar. The patient was seen in clinic for evaluation, and the device was reprogrammed to unipolar sensing and pacing. Rv lead conductor fracture was suspected, and technical services (ts) recommended lead revision. This rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red call doctor icon identified via remote patient monitoring of this pacemaker system. Upon review, there was a lead safety switch (lss) due to a high out-of-range right ventricular (rv) lead pace impedance measurement of 2,938 ohms. This pacemaker system remains in service. No adverse patient effects were reported.